Manufacturer narrative:
Additional information added to a2 and a3 should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a photograph of the sample was provided for evaluation. There appeared to be blood pooling in the header cap area, which is consistent with a leak. The customer reported that the dialzyer was 'cracked', however, the reported damage could not be observed in the photo. The crack was not confirmed. The cause of the leak was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pediatric patient experienced external blood leak and blood loss of approximately 200 ml, during use of revaclear 400. Blood was observed leaking from the dialyzer header approximately 5-12 minutes into treatment. The nurse noticed a crack in the dialyzer header. Blood was noticed inside the hansen hose. Treatment was terminated without returning the extracorporeal blood to the patient. It was reported that the machine did not alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.